Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ca2 calcium gen.2 results for several patient samples over several days. Of the data provided for two patient samples, only the erroneous result for one sample was reported outside the laboratory. The initial result was 6.4 mg/dl and the repeat result was 9.0 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was given calcium gluconate by the doctor, but is no longer taking it. The patient was not adversely affected. The reagent lot number was 178963. The expiration date was requested but was not provided. The field service representative found there was a fluidics failure and the vacuum pump negative pressure side was occluded. He cleaned the negative side port and adjusted the rinse mechanism. The customer ran qc for calcium and the results were on the mean. Precision testing was successful.